Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On and unreported date, the pt began treatment with dianeal pd2 ambuflex therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, the pt experienced some type of touch contamination (details not provided). The pt experienced peritonitis and was hospitalized the next day. Treatment was not reported. Concomitant therapy was not reported. Four days later, the pt was discharged from the hospital. At the time of this report the pt was recovering from the peritonitis and dianeal therapies were ongoing.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information, a supplemental medwatch will be filed.